Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact av access were used to treat the venous outflow of the left arm. Approximately 22 months post procedure patient suffered stenosis. It was stated that the patient presented with bleeding around the needle sites and elevated arterial pressure. The patient underwent a fistulogram and the event was treated with pta of the venous outflow on the same day. Patient recovered.